Manufacturer narrative:
One infusion pump was returned for evaluation. Physical inspection of the pump found it to be in good physical condition, however the battery door was noted to be missing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon power up, an error code of 1260 was displayed, confirming customer's reported complaint. The root cause was determined to be the missing rtc clock battery. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited error codes. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.